Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap avaps device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
For devices that were manufactured prior to 2013 and no UDI is found. This device bipap avaps c series was manufactured 10.03.2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.